Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion contains a 45 degrees bend. Pre-dilatation was performed resulting 90% residual stenosis. Following pre-dilatation, a 2.50 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The target lesion contains a 45 degrees bend. Pre-dilatation was performed resulting 90% residual stenosis. Following pre-dilatation, a 2.50 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and the stent strut was damaged. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the procedure wa completed with a 2.5x12mm synergy derug-eluting stent.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).